Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high current draw. The patient noted that there was a potential lead problem and programmed parameters were changed. Following the programming changes, the patient went into cardiac arrest. The programmed parameters were then programmed back to the previous settings. The patient stated this all occurred after implant of this device. No additional adverse patient effects were reported. This device remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).